Event description:
On january 30, 2009, a boston scientific corporation employee became aware of a "clinical study article, "combined endoscopic stent insertion in malignant biliary and duodenal obstruction" by m. Mutignani, et al published in endoscopy: 2007, 39: 440-447. The following info was derived from this article: a wallstent enteral endoprosthesis was used in a stent placement procedure. According to the article, a second stent was required because the first stent had been positioned incorrectly (proximal to the distal end of the tumor). No further info on the status of the pt was available.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.